Manufacturer narrative:
H6: investigation summary one open 32g x 4mm pen needle sample and two photos were returned from lot. No. 1342186, cat. No. 320559. Visual examination was carried out on the returned samples and photos and an extra piece of a shield attached to the cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue most likely occurred during the moulding process where a short shield became lodged in a good shield.

Event description:
It was reported that a piece of light blue foreign matter was found on the patient-end of the bd micro-fine¿ pro pen needle before use. The following information was provided by the initial reporter, translated from japanese: "this is a report about a nonbiological fm on the needle pe. According to the patient's report, a plastic piece on the needle pe was found before use. The color of the fm was light blue, which was different from the color of the pro cap."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a piece of light blue foreign matter was found on the patient-end of the bd micro-fine¿ pro pen needle before use. The following information was provided by the initial reporter, translated from japanese: "this is a report about a nonbiological fm on the needle pe. According to the patient's report, a plastic piece on the needle pe was found before use. The color of the fm was light blue, which was different from the color of the pro cap."